Event description:
Patient felt like they were not emptying bladder like during trial system. It was advised to keep in touch with doctor's office and to keep stimulation at a comfortable level. No patient outcome was reported.

Event description:
Additional information reported that the patient¿s implant did not work as well as the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.